Event description:
This lead was capped and replaced due to high thresholds. The associated pacemaker was also removed due to eri indication. There were no adverse patient side effects reported.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.